Manufacturer narrative:
There was no given lot number for the product. Without lot number it is not possible to determine the expiration date or manufacture date. The user facility reported this to FDA under mw5067441. The electrodes used do include a metal snap and includes a warming about use of product in MRI. Warning: the 3m¿ (B)(4) series monitoring electrodes with a metal snap have not been tested for use during magnetic resonance imaging (MRI) procedures. The use of conductive patient-connected devices and patient lead wires/electrodes in MRI procedures may result in serious patient burns. If a physician orders this device to be used during MRI procedures, the user should not allow loops in patient lead wires or allow the lead wires to come in contact with the patient's skin. End of report. Device not return and no lot number.

Event description:
The hospital risk manager reported that an elderly male patient (age unspecified) had 3m red dot¿ electrodes placed on his skin on (B)(6) 2017. Exact location of placement was not specified. The male patient had a number of MRI's that day. The man alleged that he felt hot during his chest MRI. The patient alleged a significant burning sensation in two localized areas of his upper chest where the electrodes had been placed. The electrodes were removed. It was reported there was a 2nd degree burn under one electrode and 3rd degree burn under another electrode from the risk manager. The skin was allegedly blistered and swollen. Medical treatment was given and the risk manager believed the burns were treated with a silver sulfadiazine cream. The IFU for the electrode used does include a warming about use of the product in the MRI.